Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2013 explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) and it was reported regarding the cause of the volume discrepancy/suspected catheter issue, no work had been done at this time due to pregnancy. It was noted they would plan further investigation in april/may after delivery. It was reported possible catheter aspiration or dye study to be conducted. The patient¿s weight while pregnant was 74.8 kg. The patient¿s system was still implanted at this time.

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-apr-2015, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving gablofen (2000 mcg/ml at 330 mcg/day) via an implanted pump. It was reported by the nurse that at the pump refill in november 2022, the erv (expected residual volume) was 11.6 ml and they got back 18 ml. The patient had no symptoms or issues at that point, so the hcp elected to fill the pump and monitor. In early december, the patient had some symptoms (itching, increased spasm, non-productive cough, chills and sweats, rigors, runny nose, loss of appetite, and emesis). The patient was sent to the ER (emergency room), and they thought she likely had influenza, so they gave her some fluids and she was fine. At the pump refill today, they were expecting 5.5 ml and got back 30 ml. They decreased the dose today by almost 50% and planned to drop it even further in another week. Per the hcp, the patient was pregnant and due next month (planned c-section). The pump logs and programming did not show any problems, but they elected not to do any catheter t roubleshooting due to the pregnancy. Per the reporter, they may just wait until after the baby is born to look into a possible catheter issue. Additional information was received on 09-mar-2023 from the patient¿s pump managing physician. Per the physician, the patient was coming in for a dosage change since there were concerns of a catheter kink. The dose had been decreased by 50% and the patient was put on oral baclofen due to concern of catheter issues. During the call, a dye study was discussed; however, the physician did not want to put the patient under x-ray since the patient was pregnant. The lowest simple continuous flow rate (96 mcg/day) and minimum rate (12 mcg/day) were discussed during the call.

Event description:
Additional information was received from a healthcare provider via a company representative who reported the patient continued to have volume discrepancies. Per the healthcare provider, the discrepancies virtually went away once the patient had given birth but over the last 2 or so years, they have gotten progressively worse. The last 3 refills have gone from an extra 4 to 11 ml aspirated versus expected. At the same time the physician has been increasing the patient's dose to manage the patient's spasticity. The patient has not had any withdrawal symptoms at any point but does have periods where her spasms are not as well controlled. The patient was now on a much lower dose of baclofen at 500 mcg/ml versus when she was pregnant. Troubleshooting options were reviewed with the caller.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2013, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.